Manufacturer narrative:
H.10. Livanova has made several attempts to contact the authors of the article to gather more information. At this time, no response has been received. In addition, no complained device was made available for return. However, a review of previous reports of similar issues identified the most likely root cause of the reported event to be mechanical stress and kinking over long periods due to use conditions, which eventually resulted in a crack. As serial numbers were not provided, a review of the DHR could not be performed. (B)(4) was initiated to address this type of issue. Livanova maintains and documents periodic customer events monitoring in order to evaluate actions for product improvement.

Event description:
During a review of literature, livanova identified an article (argaw, sep 28. 2021) stating that on rare occasions, fractures have been observed with the protekduo cannula at the bifurcation point of flexion where it turns within the right ventricle into the right ventricular outflow tract. To reduce the chances of the cannula fracture in the right ventricle, the article suggested pulling back the cannula after initially advancing it to ¿burp¿ the cannula.

Manufacturer narrative:
Livanova manufactures the protekduo cannula. While the literature does describe fracture events with the protekduo cannula, it is unclear how many events took place, where they took place, and if there were any adverse events associated with the event(s). As no hospital was indicated, follow-up attempts directly to the customer are not possible. However, an attempt has been made to contact the authors of the article and gather additional information on the event(s). No further information has been received at this time. If any additional information relevant to the reported event is received, it will be provided in a supplemental report.